Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparotomy, duodenal repair and hepaticojejunostomy, while being applied at the anastomosis, both the needle and the thread broke halfway into the procedure. The additional suture from the same box was used with same issue. Resulting in opening another new box with different batch no. The patient status is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparotomy, duodenal repair and hepaticojejunostomy, while being applied at the anastomosis, both the needle and the thread broke halfway into the procedure. There was no patient injury.